Manufacturer narrative:
Upon receipt, the lead was found dissected. The proximal and distal fragment were received for analysis. It is reasonable to assume that the lead was dissected during surgery. The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation in the distal part of the lead. This insulation damage can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 24 months, oversensing on right ventricle lead causing inappropriate shocks was reported. No adverse ot side effects have been reported. The lead was explanted and a new lead implanted.

Manufacturer narrative:
Ous MDR.